Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced a high blood glucose of 538 mg/dl and treated with manual injection. Her symptoms included abdominal pain, vomiting, nausea, and ketones. The patient's healthcare provider was contacted and a back-up plan was in place. The patient was reportedly not on the insulin pump during the high blood glucose readings and had been treating with manual injection. Programming assistance was requested for the insulin pump, which was a replacement, but the insulin pump settings were not known. Instructions from the healthcare provider were not clear. It was advised that the customer speak with healthcare provider to clarify settings. Assistance was provided with inputting time and date. Nothing further was reported.